Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was pending admission to the emergency department with plan for possible outflow graft revision on 17jun2026. It was later communicated that the patient underwent a surgical removal of extrinsic outflow graft obstruction (eogo) material on 17jun2026.